Event description:
It was reported that during a ladg, the tissue pad detached off in about 1 hour. Another device was used to complete the case. There were no adverse consequences to the patient. The detached tissue pad was found outside the patient. No pieces fell into the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.